Manufacturer narrative:
The instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs for the procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that the endowrist vessel sealer instrument did not adequately seal and the patient experienced bleeding. As a result, the surgeon stapled the vessel with an endowrist stapler 45 instrument to control the bleeding. At this time, the root cause of the customer reported event is unknown.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy procedure, the endowrist vessel sealer instrument completed its sealing and cutting cycle; however, when the instrument was removed from the target vessel the patient experienced bleeding. As a result, the surgeon stapled the vessel with an endowrist stapler 45 instrument to control the bleeding. On 06/21/2017, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following information regarding the reported event: the csr stated that she was not present during the procedure. She stated that the surgeon was able to use the endowrist vessel sealer instrument without any issues up until the event occurred. The surgeon skeletonized the inferior mesenteric artery (ima) and then attempted to seal the vessel with the endowrist vessel sealer instrument. According to the surgeon, he heard the audible tones indicating that the sealing cycle was complete. The surgeon also reportedly saw tissue effect while attempting to seal with the instrument, however, the patient experienced some bleeding. The amount of blood loss was estimated to be about 200 ccs. The surgeon then used an endowrist stapler 45 instrument to control the bleeding. It was confirmed that there were no error messages on the erbe generator. It was also confirmed that the instrument's jaws were closed tightly on the vessel. It was reported that there was no issue with the integrity or the size of the ima vessel. The planned surgical procedure was completed robotically. There were no reported post-operative complications.